Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon initial firing of the device, the clips were not closing at the proximal end on the cystic duct. The distal tips of the clips were not coming together either, which allowed the surgeon to pull the clips off with a lap grasper. There were no abnormal sounds or increased force to fire when using the device. The surgeon did not fire across any other metal objects. No patient consequences have been reported. Procedure was completed with same like device.